Manufacturer narrative:
G4: this device is classified as import for export, therefore 510k is not applicable. Model ed34-i10t2-us is available in the USA with a 510k number k192245. D4 UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the operation channel (primary) blocked. Based on the result, we concluded that it was caused due to the inadequate/insufficient reprocessing at the facility on the operation channel (primary). In addition, our technician confirmed that the segment fluid damage, the up pulley wire fluid damage, the left pulley wire fluid damage, the ccd drive pcb fluid damage, the electrical pin connector fluid damage, the insertion flexible tube coating damage, the light guide cable coating damage, the objective lens broken, the light guide cable compressed (short in length), the suction channel buckled, the angle wire play, the insertion flexible tube attaching nut corroded, the segment corroded, the control body corroded, the mechanical base plate corroded, the bending rubber missing, the lg prong deformed, the operation channel (primary) leak, the remote control buttons cut, the objective lens scratched, the lcb distal cover glass scratched, the remote control buttons disinfections damage, the insertion flexible tube worn out, the brand plate worn out, the insertion flexible tube lump/wave, the light guide cable lump/wave, the root brace rubber (insertion flexible tube) discolored, and the segment steel braid rupture; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. This defect occurred not during procedure. Based on the technical report ""hr-rpt-0588 (channel)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Operation/suction channel clogged.